Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding with large clots ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping "), abdominal distension ("painful stomach bloating"), abdominal pain upper ("painful stomach bloating"), pain in extremity ("leg pain "), menorrhagia ("heavy menstrual cycles "), pruritus ("severe itching "), headache ("headaches ") and fatigue ("fatigue "). The patient was treated with surgery (essure removal ). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal distension, abdominal pain upper, pain in extremity, menorrhagia, pruritus, headache and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, fatigue, genital haemorrhage, headache, menorrhagia, pain in extremity, pelvic pain and pruritus to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding with large clots') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping"), abdominal distension ("painful stomach bloating"), abdominal pain upper ("painful stomach bloating"), pain in extremity ("leg pain"), menorrhagia ("heavy menstrual cycles"), pruritus ("severe itching"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal distension, abdominal pain upper, pain in extremity, menorrhagia, pruritus, headache and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, fatigue, genital haemorrhage, headache, menorrhagia, pain in extremity, pelvic pain and pruritus to be related to essure. Most recent follow-up information incorporated above includes: on 13-jul-2020: upon internal review it was found that this case ((B)(4)) was duplicate of this case therefore this case ((B)(4)) was marked for deletion. Nullification reason-duplicate identified in initial case version never locked. Incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.